Event description:
It was reported the device was returned for analysis after an increase in rv and lv lead impedance measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of an impedance measurement anomaly was confirmed. The device was tested on the bench and the device was found to be normal. No anomalies were found with the impedance measurements. The cause of the field event is believed to be due to a lead anomaly.